Event description:
Reporter initially noted severe chamber instability during procedure. No injury or intervention reported. Returned questionnaire noted system exhibited surge following low vacuum & low followability of lens fragments. Surge instantly drew capsular bag to tip; round rent occurred. No vitreous presented. Under viscoelastic tamponade, cortex removed manually with a cannula on syringe. Left one small strand of cortex. Placed single piece iol without difficulty. 04/26/2006 iop was 36. Iol slightly tilted; one haptic anterior to capsule. Lowered iop by paracentisis tap and resumption of meds. Patient taken back to or. Iol removed, anterior vitrectomy performed and 3 piece iol placed in sulcus. Vision has fluctuated. Secondary inflammation, but surgeon expects patient to do well. Surgeon did not blame machine; also stated iol was returned, but was not causative factor.